Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, minimum fill notifications when attempting to load a cartridge. Reportedly, the cartridge was filled with 300 units. The customer reported a blood glucose (bg) level of 274 mg/dl, and was addressed with manual injections. During troubleshooting with tandem technical support, the customer loaded a new cartridge successfully and resumed insulin delivery.